Manufacturer narrative:
Mitek medical safety department discovered this published white paper detailing a historical event in which some mitek devices were implicated. It cannot be confirmed that this issue had been previously reported to mitek, so an adverse event report is being filed to document the experience described in the article. Additional information was requested from the author but the author could not provide anymore information. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI - unavailable.

Event description:
This report is being filed after the subsequent review of the following literature article: coracoid bone block versus arthroscopic bankart repair: a comparative paired study with 5 year follow-up. Authors: bessiere c., trojani c., pelegri c., carles m., and boileau p. Orthopaedics and traumatology: surgery & reseach (2013) 99, 123-130 http: //dx.doi.org/10.1016/j.otsr.2012.12.010. (B)(6). N=2 revision surgery for recurrent instability.